Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . The patient had a hyperglycemic event 4 days after the sensor was inserted into the abdomen. On (B)(6) 2024 , the patient started feeling sick and was vomiting. At an unspecified time later, the patient passed out. The patient could not recall the details of what occurred prior to him passing out, therefore, there was no information provided on what the cgm device was displaying at that time. The patient further stated he was ¿not sure if his hospitalization had something to do with the sensor.¿ the patient¿s wife called 911 and the patient was taken to the ER (emergency room). At the ER, the patient¿s bg (blood glucose) meter reading was 600 mg/dl. The patient stated that he did not have his phone with him at this point, therefore, no cgm value could be reported. The patient was admitted to the ICU (intensive care unit) for 2 days and was then transferred to a regular room for 4 days. He was treated with humalog insulin. The patient was feeling fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor error under one hour. No additional patient or event information is available.